Event description:
It was reported that soon after insertion of the iab, blood was noted to be leaking from the hemostasis valve. After three more days of iab use, the blood leakage increased and the iab was removed, and replaced. There were no patient complications.